Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during pumping. The customer's blood glucose (bg) level was 410 (mg/dl) with large traces of ketones. A bolus via the pump was delivered to address bg level. The customer was able successfully load a new cartridge onto the pump and resume insulin therapy.